Event description:
On (B)(6) 2011, therakos rec'd a report of a leak that occurred at end of therapy when returning blood after photoactivation. Customer claimed had several blood pump errors during treatment when emptying the bowl. Customer solved errors by giving saline bolus. Customer started photoactivation then again blood pump error occurred then customer discovered that the photoactivation had leaked. Customer aborted treatment and blood was not returned to the pt. The estimated blood lost was 200-300 ml. Pt was feeling fine. Heart rate and blood pressure were not affected. Customer claimed that pt came back the next day for another therapy that completed fine.

Manufacturer narrative:
Batch record review of xts kit lot j756 showed the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).